Manufacturer narrative:
Device was used for treatment, not diagnosis. It was reported the event occurred in (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported, during procedure in the device was not able to grip the burrs, as the burrs where sliding out when device was in use. It was also reported there was a short delay (time length unknown) in the procedure, due to the burrs being readjusted. No additional information available. This report is for an unknown-trauma. This is 4 of 4 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Manufacturing evaluation reviewed, MDR reportability status updated. This does not meet the definition of a reportable event. Synthes is retracting medwatch report # 2520274-2013-02626. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.